Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Device evaluation: the lens was returned dry, in lens case/vial. Visual inspection found one haptic broken and clear surgical residue on the product. Dimensional and functional testing was performed and the lens was found to be in specification. Patient code: (B)(4)- secondary surgical intervention, lens explanted; patient code: (B)(4)- significant reduction of irido-corneal angles, iris prolapse. Work order search: no similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticm5_13.2 implantable collamer lens, -7.0/+2.5/094 (sphere/cylinder/axis), in the patient's right eye (od), on (B)(6) 2018. The lens was explanted on (B)(6) 2018 due to excessive vaulting and significant reduction of irido-corneal angles. The lens was not exchanged for another lens due to iris prolapse during explantation due to a not perfect incisional tunnel. The patient will be re-evaluated once the eye is completely calm. The reporter indicated the cause of the event was unknown.

Manufacturer narrative:
Date of this report: -it is corrected to 15-jun-2018 in the initial MDR. Date received by MFR: it is corrected to 15-jun-2018 in the initial MDR. (B)(4).